Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator stopped cycling. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The customer informed the covidien technical support engineer (tse) that they have replaced the q3 flow sensor, cleaned the exhalation valve, and swapped the analog interface (ai) printed circuit board (pcb), which did not resolve the issue. The tse recommended for covidien customer service engineer (cse) to service the device, and the customer informed tse that he would try to troubleshoot the unit some more. The customer informed that he will call back if further assistance was required. (B)(4).